Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years, 11 months from date of implant to date of expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2012. It was reported that the patient expired on (B)(6) 2015. The patient had been residing in hospice care and was a do not resuscitate status. The patient had a history of a driveline infection with an onset date of (B)(6) 2014 that was being treated with linezolid. The patient's platelet count was reportedly low due to the antibiotic therapy and on (B)(6) 2015 the patient suffered a hemorrhagic stroke and expired. There were no reported device issues and the pump was stated to be functioning at the time of death. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection and hemorrhagic stroke and could not be conclusively determined. Stroke and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.